Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the drive support cap was loose, sticking out. The customer experienced high and low blood glucose. The customer's low blood glucose was 2.8 mmol/l, 3.9 mmol/l and high blood glucose was 23.2 mmol/l. The customer treated low blood glucose with food. The insulin pump will not be returned for analysis.